Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was unknown mg/dl. The customer stated that the device was not dropped or bumped. Customer does not use the sensor feature on the device. The customer stated that they are unable to complete the rewind sequence. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The pump was received with a blank display due to corrosion on the electronic assembly. Unable to verify the low battery life, or off no power or motor error alarm due to the blank display. The pump had a corroded motor home switch, minor scratches on the display window, a cracked reservoir tube lip and a missing end cap sticker.